Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The device functioned properly. The unit was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer stated that the insulin pump alarms no delivery during the manual prime process. The blood glucose reading is 105 mg/dl. During troubleshooting, the customer changed the infusion set and reservoir. The rewind process was performed and the insulin pump alarmed no delivery. Advised the customer that the insulin pump must be replaced. Customer declined the replacement initially. The customer returned the call to medtronic, the insulin pump continued to alarm no delivery. The blood glucose reading increased to 127 mg/dl. The insulin pump will be replaced. Nothing further reported.